Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 450 - 475 mg/dl and ketones. Ketone level identified as life threatening by healthcare provider; cause of bg not known. The customer went to the emergency room and was subsequently hospitalized. It was reported that the customer had trouble breathing, was vomiting and experienced chest pain. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day on (B)(6) 2026 with the issue resolved and no permanent damage. Tandem technical support (tts) offered to complete a system check, however, customer declined to complete the check.